Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. "Per customer, no patient information will be provided".

Event description:
It was reported that pump says air in line, constantly. No further information was provided.